Event description:
Instruments originally sent to (B)(6) who forwarded on to complaint handling unit. Emailed rep complaint form to complete. Complaint description unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.